Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ureteroreno videoscope exhibited dirty image. The event occurred during a therapeutic ureteroscopy. The patient was under sedation and there was a delay of less than 30 minutes. There were no reports of patient harm.